Manufacturer narrative:
The pump has been returned to animas and evaluated on 02/02/2017 with the following findings: the black box showed a manual time and date change from (B)(6) 2017 at 20:05 to (B)(6) 2017 at 08:07. A pump reboot event then occurred. When the pump was powered back on the time/date was set to (B)(6) 2017 at 08:17 and deliveries resumed at 08:24. On (B)(6) 2017 at 4:13 a pump reboot event occurred. When the pump was powered back on the time/date reset to the default setting; time/date was manually set to (B)(6) 2017 at 02:18. The pump was exercised for 24 hours. After 24 hours, the battery was removed for 6 hours. The bench testing confirmed when the battery was reinserted after 6 hours, the time and date reset to default setting. The total daily doses of insulin added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. A visual inspection confirmed that the bt1 internal battery was leaking. The battery compartment was found to be cracked.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 39 mg/dl. The reporter stated that the patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump was resetting to the default time and date settings. The user guide instructs the patient to verify the time and date each time the pump is powered on. The reporter noted that the patient¿s healthcare provider had made adjustments to the pump¿s basal and bolus settings. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event on the pump.